Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain; failed back surgery syndrome and spinal pain. The patient reported that they had a revision done because the left side (left leg) was not working at all. The patient reported that while troubleshooting to look at the ins recharger issue, it started hurting again. The patient reported that they need to be ¿quiet¿ and not stooping over. The patient reported that they can squat but can¿t bend over because their back is sore. During the report, the patient stated that they were in lot of pain.